Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates failure was likely due to deployment again resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, boston scientific concludes the probable cause of the reported event was unintended use error caused or contributed to event.

Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during deployment. It was noted the physician connected the spacer properly to the inserter however did not gear-shift the inserter during the sagittal wiggle application. The physician confirmed all broken pieces were removed and completed the procedure using another ID spacer of the same model. The patient did well post-operatively.

Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during deployment. It was noted the physician connected the spacer properly to the inserter however did not gear-shift the inserter during the sagittal wiggle application. The physician confirmed all broken pieces were removed and completed the procedure using another ID spacer of the same model. The patient did well post-operatively.